Manufacturer narrative:
Per the report, the device was used in an off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. The investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 23mm sapien 3 ultra resilia valve in a pre-existing conduit, the valve was mounted on the balloon of the 23mm commander delivery system, and advanced with some degree of difficulty via a 24fr dry seal sheath to the target lesion. At max inflation, the commander balloon ruptured and was quickly removed with moderate resistance, at the dsf hemostatic valve. Upon inspection of the delivery system, it was noted that a small piece of the balloon was missing. Multiple angios of the rvot, and branch pa's did not demonstrate flow irregularities, therefore the dsf was removed and disassembled on the back table. Balloon material was observed in the hemostatic valve and retained. Ice and tee were next performed, without overt defect or flow pattern abnormalities of the thv. The procedure was completed and the patient was returned to pacu in stable condition.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually evaluated, and the following was observed: the balloon burst longitudinally and radially. Part of the inflation balloon at distal region appeared to be missing. Balloon wings were flared out. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Dimensional testing was performed, and the inflation balloon single wall thickness was measured along the edges of the burst location. The measurements met specification. The reported event for balloon burst, difficulty to withdraw system through sheath, and system components separate during use were confirmed based on evaluation of the returned device. However, the reported event for resistance between system components was unable to be confirmed due to no relevant procedural imagery being returned. An edwards manufacturing deficiency was not confirmed through returned device evaluation. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the product evaluation, the balloon was observed to have burst longitudinally and radially, and part of the inflation balloon appeared to be missing. A potential cause for these events has historically been due to calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the valve was deployed with an additional volume of 2cc. While the prescribed nominal inflation volume is provided in the IFU, overinflation can subject the balloon to pressures high enough to cause it to burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the non-edwards sheath which would have then led to the experienced retrieval difficulty. Lastly, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. As such, it is most likely that patient (calcification) and procedural (over-inflation, withdrawal of burst balloon, excessive manipulation) factors may have contributed to the reported event. Available information also suggests that calcification likely contributed to the event as the customer reported calcification the patient anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.